Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but is not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprostheses. At the end of the procedure, the angiography confirmed a distal type I endoleak from the right leg. No treatment was provided at the time, and the patient was decided to be monitored. On (B)(6) 2023, a reintervention was performed to treat the distal type I endoleak from the right leg. The right internal iliac artery was embolized by using a amplatzer¿ vascular plug ii (abbott), and a contralateral leg endoprosthesis was implanted to the right external iliac artery to extend the previously implanted endoprosthesis. The final angiography confirmed the resolution of the distal type I endoleak. The patient tolerated the procedure. The reporting physician stated that he was aware of the risk of the distal type I endoleak before the initial procedure, because the patients¿ right common iliac artery measured only 16 mm and the sealing at the distal end of the endoprosthesis was difficult.